Manufacturer narrative:
A2dr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and an impedance warning was alerted and low impedance was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.